Event description:
New information received noted that the lead was capped and replaced on (B)(6) 2021 due the recurrence of high pacing impedance. The patient was discharged.

Manufacturer narrative:
The reported events of high impedance and lead fracture were not confirmed. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed high pacing impedance on the right ventricular lead. The patient came into clinic and it was noted that the impedance was back in range. The physician was concerned about a possible fracture. The patient would continue to be monitored. The patient was in stable condition.